Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra completed its internal investigation the investigation included. Results: this device was manufactured on september 20th, 2013 and a review of the DHR containing lot code 137 and serial number (B)(4) showed that this device passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. There have been no manufacturing or design related trend identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however, general maintenance is required as this device was manufactured in 2013 with no prior service history.

Event description:
The surgeon placed the a1059 skull clamp onto the patient's skill and turned the pressure knob to 80lbs. It was reported that the lock was now very difficult to lock. Then a slip and laceration occurred on the patient. The nurse reported that it seemed like the pressure knob wasn't working even though it registered 80lbs. To unlock the knob, the surgeon said it was very difficult to do. There was a delay in surgery and revision/medical intervention was required. Additional information was rec'd on 17jun2015 with the following: the slip and laceration happened right after putting the mayfield on the patient for a craniotomy. Integra reusable skullpins were used. There was no stereotaxy device used during the surgery. Patient information and details regarding the laceration were unk. Another skull clamp was obtained. The patient was reported as fine. No other information was provided.